Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 575 mg/dl). Bolus was used to address bg. Customer expressed a belief that there may have been an issue with the pump to cause the elevated bg. Pump system check was performed with tandem technical support; no device issue was identified. Recommendation was made for the customer to discuss the event with a healthcare provider.